Event description:
It was reported that after firing with the circular stapler and performing a methylene blue test to verify the tightness of the gastro-jejunal anastomosis, a blue leak was identified. The anastomosis is checked, and the anterior aspect of the anastomosis is open. The surgeon identifies irregularity in the tissue around the anastomosis, as if the blade had torn the tissue instead of cutting it. The surgery was delayed by 60-minutes. Anastomosis was reinforced with manual suture which subjected the patient to more time under anesthesia in the operating room. The patient had to be admitted to the ICU to verify the evolution of the general metabolic state and the evolution of the anastomosis. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2022. D4: batch # t5ec08. Additional information was requested, and the following was received: what were the indications for surgery? Gastric cancer what surgical procedure was performed? Total gastrectomy + gastrojejunal anastomosis. Did the patient receive any preoperative chemotherapy or radiation? Chemoterapy. Were there any issues experienced with the device in the initial surgical procedure? No, there were not any issues. What healthcare professional fired the device and what is his/her experience with the device? The main surgeon, dr. Gustavo gomez. He felt the stapler as usual in previous surgeries using circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low ¿ b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he always wait 15 seconds prior firing. Were there any issues with device use/firing? No, any issues experienced during use or firing. What confirmation was received that the device completed the firing sequence?: the surgical team noticed the audible feedback when cutting through the breakaway washer and it was observed the illuminated green check mark on the indicator window was the green checkmark visible at the end of the firing?: yes, it was. How many counter-clockwise revolutions of the adjusting knob were used to open the device?: 2 complete 360° revolutions. Was there any difficulty removing the device? No, any issues. Were the donuts inspected? If so, please describe: yes. Both donuts were completed. Were there any issues noted with staple formation? If so, please describe: the shape. And location.: no, staples look well formed around all the anastomosis. Was a complete transection of the white breakaway washer visually confirmed?: yes. Was the staple line visualized endoscopically during the initial surgical procedure?: no. What was observed at the site of the leak?: intra operative, the surgeon made a test with dilute solution of methylene blue in an aseptosyringe through an oro-gastric calibration tube. During the test, it was observed a blue liquid leakage through the anastomosis staple line. Was the prolonged hospitalization related to the alleged quality issue reported or were there patient factors that extended the hospital stay?: there were other patient factors, mainly the nutritional postoperative care. How was the leak addressed?: since the leak was identified intraoperative, it was reinforced intraoperative as well, using manual suture pds 3/0 sh. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.